Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2014 with the following findings: during a visual inspection of the pump, the keypad cover was observed to be torn at the up arrow and ok buttons. During testing, all of the keypad buttons responded properly. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under-responsive. The keypad was reported to be thinning, missing/peeling and torn/punctured. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.